Event description:
On may 25, 2006 the lay user/reporter, the patient's mother, contacted lifescan (lfs) alleging the one touch ultra control solution was used as a blood sample. The medical affairs specialist (mas) contacted the reporter to obtain and verify information; however was unable to reach her by telephone. The mas mailed a letter on may 30, 2006 requesting the reporter contact medical affairs. The mas spoke with the reporter on june 6, 2006 to obtain and verify information. On may 10, 2006. The patient obtained a blood glucose reading of 96 mg/dl on the reported meter, using the one touch ultra control solution instead of a blood sample. It is not known how long the patient has been generating results using the control solution instead of her blood. The patient was found unconscious by her mother. Emergency services were contacted, and the paramedics obtained a blood glucose reading for the patient of 'hi mg.dl' on their one touch ultra meter indicating the blood glucose was greater than 600 mg/dl. The patient received no treatment from the paramedics, and was transported to the emergency room. Approximately two hours after the initial meter reading, the patient's blood glucose level was tested in the emergency room to be 1269 mg/dl. The patient was treated with intravenous insulin and fluids, and admitted to the hospital for seven days. Her diagnosis was diabetic coma. After being treated, the patient admitted to the healthcare professionals that she had been testing a drop of the control solution on her finger instead of performing a fingerstick to test her blood glucose level. The patient's expected blood glucose readings are approximately 150 mg/dl. The patient takes 22 units lantus at 9:00 pm daily, and humalog insulin on a sliding scale, adjusted based on carbohydrates consumed and meter readings. During the time period, the patient was using the control solution instead of blood samples, she was taking the lantus insulin, and the humalog insulin to cover the carbohydrates, but not her blood glucose levels. The patient now has pancreatitis following this event. According to the owner's booklet for this meter, the control solution test must be marked by pressing the 'c' button prior to the test, so that the result will be distinguished from a blood glucose test. The patient used the control/ solution instead of her blood to test blood glucose levels, became hyperglycemic and comatose, and required emergency medical attention and treatment. Therefore this complaint is being reported as an adverse event.